Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 6 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated for heparin content and the issue of clotting was not observed as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported with the use of the bd preset¿ arterial blood collection syringe clotting occurred. The following information was provided by the initial reporter: the customer stated "on october 12th, after the blood sampling doctor of the first department of critical care medicine of (B)(6) hospital performed arterial blood collection, the blood gas analyzer was blocked after getting on the computer. A week before that, the blood gas analyzer blocked the bag twice, and he followed the blood sampling staff. After detailed understanding, the amount of blood collected and the mixing process meet the requirements. It is suspected that the needle is not enough anticoagulation."